Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified that matrix drawer 1 failed to open and would automatically pop open during the power cycle, replaced the drawer controller and assigned/updated the controller in storage configuration, accessed the drawer through the application via inventory and confirmed successful operation with no further failures observed, hardware test application (hta) testing could not be performed due to time constraints. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.